Event description:
The surgery center reported that a laser vision correction patient was presented with an infection after a photorefractive keratectomy (prk) treatment. The surgery center indicated the infections were from possibly a secondary source. The patient was treated on (B)(6) 2014. The pre op best corrected visual acuity (bcva) was 20/40. The treatment for the infection was topical medication and prokera lens. In addition, the surgery center indicated the patient was using continuous positive airway pressure (CPAP) at night which had a leak and was blowing air upwards towards the eyes and the patient did not inform the physician of using CPAP prior to surgery. The physician feels the CPAP contributed to the infection. As of (B)(6) 2015, the patient¿s bcva was 20/60 (-50 +1.00 x 60), therefore, there was a loss of bcva. This is the most up to date information that has been provided.

Manufacturer narrative:
Date of birth is unknown as it was not provided. Gender is unknown as it was not provided. Date of the event was is unknown as it was not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.